Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer did not prepare the glucose test site properly before testing (no hand washing).

Event description:
Customer's wife reported customer received a reading of 146 mg/dl from their freestyle freedom lite meter and it was higher than they felt. Customer's wife also reported customer experienced symptoms of hypoglycemia. Paramedics were called and they obtained a reading of 62 mg/dl from their hcp meter and treated customer with d50 solution and glucose beverage. There was no report of diagnosis, death or permanent injury associated with this event.

Manufacturer narrative:
(B) (4). Customers meter (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter's memory. This is a final report.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt (blunt tip trocar) valve on the vasoview 6 evh system short port would not stay depressed. The hospital opened a second kit, and it had the same problem but they went ahead and used it to complete the case. There were no patient effects. The products were discarded.